Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "when disconnecting and de-accessing the patient, rn noted a crack in the tubing on the mediport needle. A small amount of chemo may have leaked from the crack as patient endorsed noticing a small spot of dampness on his shirt. Upon flushing, some saline squirted through. Mediport de-accessed and patient safely discharged home. " no other information was provided.